Event description:
The reporter stated that the screw head broke off during a surgical procedure as the screw was being inserted into the pt's bone. The broken part of the screw was removed using pliers. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.